Manufacturer narrative:
This product is registered as a combination product. No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found that a partial lead (connector end) was returned in one piece measuring 8.9 cm. Visual inspection of the lead found full breach insulation degradation at 6.5 cm from the connector pin, adjacent to the connector boot. Surface cracking to the outer insulation was noted in this location.

Event description:
This report is to advise of an event observed during analysis.